Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia with glucose readings above 400 mg/dl while receiving an occlusion alert and an insulin set expired message, and the user could not complete a meal announcement and was prompted to check alerts; the user confirmed no visible leaks, kinks, or tubing entrapment, and subsequently replaced the infusion set and cartridge with resolution. Symptoms included hyperglycemia without ketone testing, without need for assistance, and without medical intervention or hospitalization. Outcomes included no reported injury and no long-term impact. Investigation included troubleshooting, user education on alerts and appropriate correction methods, and review of device alerts related to potential occlusion and infusion set wear. Investigation of this case revealed that the exact cause of the elevated glucose was unclear, with potential contribution from a transient infusion occlusion or expired infusion set, and that changing the infusion set and cartridge resolved the issue. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.